Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product was said to be involved confirmed the report. The loading catheter, two-way handle, trigger cord attached to the barrel with one black band, two prematurely deployed black bands and irrigation adapter were included in the return. The trigger cord was observed to be severely knotted. During our laboratory analysis, the mbl device was attached to an endoscope that was placed in a simulated gastro-intestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. A simulated varix was placed at the end of the barrel and vacuum pulled and the black band was successfully fired. A visual examination of the device was performed. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available

Event description:
In preparation for a procedure, the physician used a cook 6 shooter saeed multi-band ligator. The doctor tried endoscopic variceal ligation (evl) to prevent bleeding. The nurse prepared the product for the mbl (multi-band ligation) and found that several bands were separated from the mbl cap [barrel] (premature band deployment). They judged it to be a defective product and used a new mbl-6. Additional information was received on (B)(6) 2019: the bands were prematurely deployed off the barrel. The user found this when opening the packaging. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the physician used a cook 6 shooter saeed multi-band ligator. The doctor tried endoscopic variceal ligation (evl) to prevent bleeding. The nurse prepared the product for the mbl (multi-band ligation) and found that several bands were separated from the mbl cap [barrel] (premature band deployment). They judged it to be a defective product and used a new mbl-6. Additional information was received on 30-aug-2019: the bands were prematurely deployed off the barrel. The user found this when opening the packaging. This occurred prior to patient contact; there was no impact to the patient.